Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction of the burnt forceps stand: use of a high frequency instrument without a sufficient distance from the tip. However, a definitive root cause could not be identified for the finding of the peeled adhesives. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps stand and a peeled adhesive on the objective lens and the lighting lens. There was no patient involvement.